Event description:
Customer reported that reservoir leaked inside compartment. Customer stated that she changed out reservoir and set due to the fact that her blood glucose levels were high. Customer had noticed moisture inside reservoir compartment during set change.